Event description:
It was reported a hair was found inside the sterile catheter tray. The tray had to be disposed and use a new one as sterility was compromised. Patient awaited for a new tray to be opened. It was stated this occurred before use.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refu0613 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: previous complaints, patient severity, applicable manufacturing records, submitted photograph, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hair in the packaging was confirmed but the exact cause was unknown. Two photographs were provided: one which depicted a PICC kit which was partially unfolded, and another which was of a close-up of a region of the kit drape. Both showed a hair-like object on that drape. No observable evidence suggested the cause of this event. A review of the manufacture records associated with the provided lot number found no potential cause identified during product manufacture. This event will be recorded for future trending and monitoring of this complaint type.

Event description:
It was reported a hair was found inside the sterile catheter tray. The tray had to be disposed and use a new one as sterility was compromised. Patient awaited for a new tray to be opened. It was stated this occurred before use.